Manufacturer narrative:
The archive was deleted and not returned for analysis. Medtronic navigation was unable to determine root cause without further information since the on-going investigation proved to be inconclusive based on the information provided. The surgeon in the reported event has subsequently performed over 15 successful neurological based surgeries using navigation without any additional allegations of inaccuracy according to the account history and documented surgery coverages.

Event description:
On (B)(6) 2013, medtronic received a legal document that alleged an inaccuracy of unspecified amount while in a cranial biopsy and shunt procedure on (B)(6) 2011. The alleged procedure was a stealth-guided endoscopic biopsy of a pineal cyst and placement of external ventriculostomy drain using a stealthstation navigation system. The document alleged that after the procedure, the surgeon informed the patient that he believed the navigation system may have caused him to erroneously enter an area of her brain that he did not intend to enter. The document also alleged that the patient had suffered permanent injury.

Manufacturer narrative:
Patient age and weight were not available from the original report. No parts or files have been received by the manufacturer.